Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 134 mg/dl.

Manufacturer narrative:
D4: lot#.